Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 10 device ruptured during patient use. The device was infusing the patient with 240 milliliters of an unknown antibiotic in saline when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.